Event description:
It was reported that the patient self-referred to a wound specialist due to the wound reopened and the artificial urinary sphincter (aus) cuff was exposed. There were no signs of infection. The cuff was replaced and the incision was reclosed. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.